Event description:
The hcp reported that the patient had come in for follow-up visit with md and a refill. The pump medication is lioresal at 2000 mcg/ml with a usual daily dose of 1558.7 mcg. The hcp programmed a concentration and dose adjustment. During the refill approximately one hour and fifteen minutes later, the nurse noticed a significantly increased dose (15,600 ug/day instead of 1,560 ug/day) and called the doctor. The patient was admitted to the intensive care unit overnight for observation due to feeling "a little sleepy" and was discharged the following morning. No device troubleshooting was performed and the patient recovered without problems.

Manufacturer narrative:
.